Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after several syncopal episodes. The right ventricular lead exhibited noise and high capture. The physician had chosen to monitor the patient, a chest x-ray would be performed, no intervention had been reported. The patient was stable before during and after device interrogation.